Event description:
It was reported that this patient recently passed away and boston scientific technical services (ts) was contacted to evaluate two of the final non-sustained ventricular tachycardia (nsvt) episodes prior to the patient's death. Ts confirmed that there was no evidence of significant undersensing and that the arrhythmia was not treated as the patient's rate did not meet the criteria for treatment, as it was below the programmed cut-off zone. There was evidence of alternating, slow r-wave amplitude measurements, but this did not impact therapy delivery. However, it was confirmed that this cardiac resynchronization therapy defibrillator (crt-d) had declared a code 1003, indicative of battery voltage too low for the projected remaining capacity, at the end of april. Ts hypothesized this was likely the result of the high output from the right atrial and right ventricular leads. At this time, the crt-d remains implanted in the deceased patient.

Manufacturer narrative:
The returned cardiac resynchronization therapy defibrillator (crt-d): was analyzed and review of device data noted the rate of battery depletion was normal while the device was implanted. Given the programmed parameters and other data stored within the memory of the device, the actual rate of battery depletion appears to have fallen within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. This report is being sent to provide new information in sections b5 (event description), d9 (device avail for evaluation and returned to manufacturer date), h3 (device eval by manufacturer), h6 (component codes, evaluation method codes, evaluation result codes, and evaluation conclusion codes), and h11 (additional MFR narrative).

Event description:
It was reported that this patient recently passed away and boston scientific technical services (ts) was contacted to evaluate two of the final non-sustained ventricular tachycardia (nsvt) episodes prior to the patient's death. Ts confirmed that there was no evidence of significant undersensing and that the arrhythmia was not treated as the patient's rate did not meet the criteria for treatment, as it was below the programmed cut-off zone. There was evidence of alternating, slow r-wave amplitude measurements, but this did not impact therapy delivery. However, it was confirmed that this cardiac resynchronization therapy defibrillator (crt-d) had declared a code 1003, indicative of battery voltage too low for the projected remaining capacity, at the end of april. Ts hypothesized this was likely the result of the high output from the right atrial and right ventricular leads. Recently, this device was explanted from the deceased patient and has been returned for analysis.